Event description:
It was reported "PICC leaking at hub." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed nine other similar product complaint(s) from this lot number.